Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. Patient received 2 ap bursts and 1 shock. Therapy was not exhausted. Information was later received that approximately 18 months later, this device delivered 2 bursts of atp and 5 shocks. Boston scientific technical services (ts) reviewed the device data and although it is a single chamber device it appeared the therapy was inappropriate due to af with rvr. This device remains in service. No additional adverse patient effects were reported.